Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they have been having issues with high results for two patient samples tested for the elecsys vitamin d total ii assay (vitd2) on a cobas 6000 e 601 module (e601). The customer also mentioned that they had the same issue with a proficiency sample tested with the first generation vitamin d reagent, the elecsys vitamin d assay (vitd1) on an unknown date. The customer stated that they switched to a new generation of the vitamin d reagent, vitd2, in (B)(6) 2017. On (B)(6) 2017, the first patient sample initially resulted with a vitd2 value of > 250 nmol/l and when repeated, the result was lower. No specific value was provided for the repeat result. On (B)(6) 2017, a second patient sample resulted with a vitd2 value of > 250 nmol/l and this erroneous value was reported outside of the laboratory to the patient. The sample was repeated twice without dilution, resulting with vitd2 values of 25.05 nmol/l and 25.70 nmol/l. No adverse events were alleged to have occurred with the patients. The lot number and expiration date of the vitd2 reagent were asked for, but not provided.

Manufacturer narrative:
The exact initial value of the first sample was 250.0 nmol/l accompanied by a data flag on (B)(4) 2018. The repeat result from this sample was 92.47 nmol/l on (B)(4) 2018. This sample had the following additional test data on (B)(4) 2018: sco2l = 23.0, ggts2 = 13.7, altl = 9.7, astl = 19.4, alp2l = 109.2, s-tp2 = 79.0, iga = < 0.50, igg = 12.02, igm = 1.10, na = 144, k = 4.04, cl = 104.7. No units of measure were provided for these tests. The exact initial value of the second sample was 250.0 nmol/l accompanied by a data flag on (B)(4) 2018. Upon review of the alarm trace, an insufficient sample error occurred on (B)(4) 2018. A pipetting error also occurred on (B)(4) 2018.

Manufacturer narrative:
A field service engineer checked the analyzer, but the customer continued to have the issue after this. The customer switched back to using the first generation assay, vitd1. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).